Event description:
It was reported that the 9900 system would not recall images from the image directory. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated and the software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.